Event description:
Customer observed six elevated advia centaur troponin ultra (tni-ultra) results that did not reproduce with repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reproducible advia centaur tni-ultra results.

Manufacturer narrative:
The cause for the non-reproducible elevated advia centaur troponin ultra results is unknown. Siemens service went on site and reviewed sample handling with the customer. The customer stated that he follows the sample handling recommendations provided in the instructions for use. Quality controls results are in range. Siemens service performed a total service call. The connectors for wdp, w1, dp3 and w3 were replaced. Water and wash 1 dispense were checked at the wash block. Wash 1 volume was verified to be 4 ml dispense. Acid and base dispenses and volumes were checked. Dispense tests were performed on reagent probes 1 and 2. A dark count check was performed on the luminometer. Mean was 24.38. Background readings were run. 100 replicates of multi-diluent 11 were run and no fliers were observed. At a second visit, the wash manifold was replaced along with the tubing from the wash manifold to the main fluidics and aspirate probes to the pinch valve 4 and pinch valve 2. Aspirate and dispense tests were performed on all probes in replicates of 10. Advia centaur tni-ultra reagent lot 010091 was calibrated and 100 replicates of multi-diluent 11 were tested. At a third visit, the reagent probe 2 head assembly and the diluter for probe 2 and tubing were replaced. The alignments were checked. Valves 7, 50 and 74 were replaced. The cleaning solution lid assembly, acid and base fittings and tubing, acid reservoir connector and diluter for dispense port 1 were also replaced. The acid and base lines were decontaminated. 100 replicates of multi-diluent 11 were tested. The following day, reagent probe 1 head assembly, tubing and diluter were replaced along with reagent probe 2 heater coil belt and idler. The wash manifold pinch valve for aspirate probe 2 and wash 1 valve 1 were also replaced. A multi-diluent 11 study was performed. On a subsequent visit, the acid pump and base pump were replaced. Both pumps were primed and the dispense was verified to be 3 ml. The luminometer was cleaned and dark counts were checked. The ancillary motor was replaced. The calibration of the reagent barcode scanner was checked. The tni-ultra assay was calibrated and a precision study was performed on multi-diluent 11 and a patient pool. No conclusions can be drawn. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed MDR 1219913-2015-00053 on february 19, 2015 reporting six elevated advia centaur troponin ultra results that did not reproduce with repeat testing. March 25, 2015 - additional information siemens performed site audit: and observed the following with regards to sample handling : several samples were grossly hemolyzed. Spin times are inconsistent between technicians and various lab personnel. Stat spins (off label handling) are being used at times varying between 3 and 5 minutes. There is no consistent sample handling or spin procedures amongst lab personnel. Several centrifuges have a maintenance indicator illuminated. Tubes are not being kept upright post spin. Tubes are spun and then delivered through a pneumatic tube delivery system. Upon arrival at the lab they are not re-spun. Tubes are not inspected prior to loading on the systems. Preanalytical factors cannot be ruled out as cause of falsely elevated tni-ultra results preanalytical variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false elevated tni-ultra results, preanalytic factors leading to fibrin interference as the causative agent cannot be ruled out.